Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the battery of pump was not lasting long enough (~ 1 week) and had a visible crack on the battery compartment. Customer received a critical pump battery error occasionally. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed. The damage was not affecting/impacting pump functionality. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1886 was requested, and customer response was the device will be returned.

Manufacturer narrative:
The pump passed active current test and sleep current test. No failed battery test noted. Pump alarmed critical pump error during analysis. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 23.0 received the low battery alert (104) on (B)(6) 2025 13:10:00 faster than expected at 0.01 days. Battery cycle 19.0 received the low battery alert (104) on (B)(6) 2025 13:06:00 faster than expected at 0.01 days. Battery cycle 6.0 received the low battery alert (104) on (B)(6) 2025 14:55:00 faster than expected at 0.0 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found¿evidence of moisture damage on the electronic assembly pcb1 board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, cracked case corner of belt clip rails, cracked case battery tube, label damage (label peeling off), moisture damage. Confirmed charge/battery lasts less than expected. No failed battery test noted. Confirmed cracked case battery tube. Confirmed moisture damage to pcb1 board. Confirmed critical pump error during analysis. However, no moisture damage to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.